Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023 it was reported by a sales representative via email that an ar-3636h self bunching 1.8 knotless hip fibertak repair suture broke and the surgeon was unable to fully tension. The anchor was cut out and removed, and another ar-3636h self bunching 1.8 knotless hip fibertak was used to complete the case. This was discovered during a hip labral repair procedure on (B)(6) 2023.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint cannot be confirmed because the device cannot be visually and functionally evaluated. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is user error. Excessive force on the shortening suture strands may break them.